Event description:
A customer observed negatively biased phyt results for a pt sample tested on the vitros 950 analyzer. Biased results were not released. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event.

Manufacturer narrative:
Investigation summary: investigation into this event showed that the immunowsh fluid pump was malfunctioning. The field engineer replaced the iwf pump, and post service precision test results were acceptable. The root cause of the event is instrument related.